Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08198. It was reported diagnostics revealed invalid impedances on all contacts of the left lead. Reprogramming was able to achieve acceptable bilateral stimulation using the right lead. Follow-up identified the patient underwent fusion surgery on (B)(6) 2015 and the physician explanted the scs system during that time. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.